Manufacturer narrative:
The suspect device involved in the reported incident was returned to co for evaluation. Blood was found through the fluid path of the device, confirming the complainant's report. A series of injections and aspirations was performed on the suspect device. There was no back flow of fluid through the valve at any point during the testing. The alleged failure could not be duplicated. Valves of this type are not intended for use at high pressures. Co has found that, when exposed to high pressures, the type of failure reported can occur.

Event description:
Following CT contrast injection procedure, the k08-01084 was disconnected from the CT transfer line. The k08-01084 remained attached to the venous cannula inserted in the patient. Following the disconnection of the k08-01084 from the CT transfert line, blood flowed back through the one way valves of the patient line and onto the floor. The patient was not sprayed with the leaking fluid; a clinician was sprayed on the feet.